Event description:
It was reported that the save-to-disk (s2d) showed there was increased right ventricular (rv) lead impedance. There was also one ventricular high rate (vhr) episode which appears to be physiologic and not due to noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 4524-45 implantable pacing lead implanted: (B)(6) 1998; addr01 implantable pulse generator (ipg) implanted: (B)(6) 2010.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis, however performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. The analyst noted that the auto lead diagnostics show a gradual ventricular lead impedance increase. In addition, there was a lifetime impedance max of 1458 ohms with an average of 1212 ohms.